Manufacturer narrative:
During device evaluation, it was confirmed that the device broke, most likely from getting caught in the anatomy during use. Other device damage was observed throughout the device: kinks, damaged tip, bends.

Event description:
The catheter broke trying to remove it over the wire.

Manufacturer narrative:
Patient weight provided. Revised event description provided. Pre-op labs/testing provided. Relevant medical history provided.

Event description:
It was reported that during a lower extremity angiogram procedure for a calcified lesion in the right superficial femoral artery, the quick-cross catheter device broke while being removed from the patient. Reportedly, the physician was attempting a wire exchange from the left lower extremity when this occurred. When the device was damaged, the procedure was delayed 45 minutes in order to snare out the remaining portion of the device. The device fragment was successfully removed and the patient procedure was completed successfully.